Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The devices have not been returned for evaluation for either malfunction; therefore, the investigation is inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model a710962 implantable port allegedly experienced a suction issue. This information was received from a single source. The malfunctions involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old male weighing (B)(6) kgs.